Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer did not have insulin pump with him at the time of the call, and was unable to troubleshoot. The customer was advised to call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.